Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had shocks. The patient was indicated for gastric stimulation. No further information was provided about this event. Follow up was conducted to obtain the circumstances that led to the event and the steps taken to resolve it. If additional information is received a follow up report will be sent.